Event description:
The account reported the right foot side rail will not latch. No patient injury reported.

Manufacturer narrative:
The tech found the right foot side rail slide bracket is bent. Per the hill-rom service manual, the advance series bed required the effective maintenance program. Preventative maintenance will minimize downtime due to excessive wear. Test the side rail for proper latching. The tech replaced the right foot side rail slide bracket to resolve the issue. Based on this information, no further action is required.